Manufacturer narrative:
The returned device was evaluated. Inspection of the device found the reported issue was confirmed. The device upon power up observed no display, comes up 10-15 minutes after power up due faulty loom from vfd (variable frequency drive) to pkrf board. In addition, damage on the central screw hole of the base plate was observed. Damage on the core of transformer on pkrf board was also noted. Using test reference test board the device output powers were checked and found to be within specifications. Burn in test was performed for two hours and the unit passed testing with no issues observed. Unrelated to the reported issue, dent and minor scratches were observed on the top case. Review of fault log showed error 600 ref 14, one time indicated foot switch mode pedal stuck. The usual cause is that the relevant foot pedal is held down by the user or there is a faulty foot pedal, 600 ref 15, two times indicated handswitch button stuck. The usual cause is that the relevant handswitch is held down by the user or there is a faulty accessory and 100 ref 10, two times indicated software execution failure (watchdog reset). The generator software routines were interrupted unexpectedly by a watchdog reset. This can be caused by power brown outs or internal faults. Based on evaluation findings, the reported issue was identified to be attributed to a faulty loom. The root cause of the faulty loom was due to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
No display upon power up on the device and comes up after 10-15 minutes after power up during an unknown event was reported. There was no patient involvement or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor complaints for this device.